Event description:
It was reported by the patient that they underwent an abdominal hernia repair on (B)(6) 2014 and mesh was implanted. The patient experienced hernia recurrence and will undergo another hernia repair procedure. The patient experiences sporadic pain. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report mw5035855.